Manufacturer narrative:
The customer replaced the test strip tray, but the issue was not resolved. The suspect product was requested to be returned for investigation. Replacement product was sent. This event occurred in (B)(6).

Event description:
The initial reporter received questionable nitrite results from the urisys 1100 analyzer after a software update. The instrument showed a nitrite positive result but the visual reading of the test strip showed no color change. The issue occurred with different patient urine samples. The sediment results for the samples were inconspicuous. It was unknown if any questioned result was reported outside of the laboratory. The test strip lot used was requested but was not provided.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. The customer's urisys 1100 analyzer and combur 10 ux test strips of lot 38055502 were received for investigation. The test strip tray was slightly polluted. The customer test strips show no abnormalities. The retention material of lot 38055500 was measured on a cobas u411/urisys 1800 with native urine, and a nitrite dilution series and was checked by visual reading with native urine, and a nitrite dilution series. The customer material of lot 38055502 was measured on a cobas u411/urisys 1800 with native urine, and a nitrite dilution series and was checked by visual reading with native urine, and a nitrite dilution series. Additionally, the customer urisys 1100 analyzer was measured with another strip lot #43065200 with native urine. The retention material and the customer material showed no false positive results and fulfilled the requirements.